Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation.

Event description:
Alleged deflation.